Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. The following day, the patient reported "abdominal pain". The physician performed surgery and removed a section of her sigmoid colon that appeared to have thermal damage. On (B)(6) 2014, it was reported that the patient "is doing well and is at home".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant products; serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).